Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-08155. It was reported that a rotawire fracture occurred. The 90% stenosed target lesion was located in the severely calcified left anterior descending artery. A 1.75mm rotalink¿ plus and a 330cm rotawire¿ were selected for use. The rotational speed was set at less than 200,000rpm and both devices were delivered to the target lesion. After ablating 5 to 6 times at about 30secs respectively, a non bsc catheter was delivered but the catheter failed to cross the lesion. The rotawire was removed from the patient's body to change into a regular wire; however, the length of the rotawire was noted to be insufficient. Angiography was done and observed the rotawire had been detached from the area near the left main trunk. Snaring was done to successfully retrieve the detached fragment. There were no other fragments left inside the patient's body. The procedure was then completed with the same burr and rotawire. No further patient complications reported and the patient is doing well.